Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant medical products: a mentor memorygel breast implant 400cc, serial number and lot number are unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor memorygel breast implant 400cc and experienced rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020 , the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020 , according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. Two devices were received with the same lot number and without identifying which one was right and which left, for that reason both devices were analyzed. During visual inspection of both devices, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary a manufacturing record evaluation was performed for the finished device 5527227 number, and no non-conformance's were identified. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as mdrs. However, since this device was reported previously as MDR we will continue to report it. Note : manufacturer¿s contact phone number is (B)(6) manufacturer site phone (B)(6), manufacturer¿s site fax is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of implantation was(B)(6) 2004, the date of explantation was (B)(6) 2020, the date problem observed was (B)(6) 2018. The procedure type was breast augmentation revision. The replacement device was mentor memorygel breast implant 450cc. The patient experienced capsular contracture baker grade iii-IV on the right breast implant. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the report due date was reported incorrectly. The actual date was (B)(6) 2020. Also, section g 4. Date received by manufacturer was actually (B)(6) 2019. Manufacturer¿s reference number: (B)(4).